Manufacturer narrative:
Evaluation summary: one sample returned for evaluation and the reported event was not confirmed. The returned unit was inflated without any issue. A leak test under water was done and no leakage was detected. The returned unit remained inflated for a four hour period and no leakage was detected. The bronchial and tracheal lumens were blocked off independently and air passed through each side. No leakage was detected. The most probable root cause is an inflation device remained in the inflation device allowing air to escape. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's airbag had leakage. It was replaced with another tube, and it was normal. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's airbag had leakage. There was no patient involvement.